Event description:
Sample port detached

Manufacturer narrative:
It was reported by the customer contact that on 11/17/23 a sample port detached. It was reported that due to this, "the foleys with the broken sample ports were removed and a new catheters were inserted", a sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.